Manufacturer narrative:
Internal report: #(B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-62- user had poor technique. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from back back blood tests of 124 and 112 mg/dl and 164, 91 and 178 mg/dl fasting. The customer's expected fasting blood glucose test result range is 102 - 110 mg/dl. Customer using the wrong testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 210 mg/dl and e-2 using the meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 04/26/2020 and open vial date is 05/16/2019. The meter memory was reviewed for previous test result history: result 1 : 124mg/dl date: (B)(6) 2019 time:04:25am fasting, result 2 : 112mg/dl date: (B)(6) 2019 time:04:21am fasting, result 3 : 164mg/dl date: (B)(6) 2019 time:06:00am fasting, result 4 : 91 mg/dl date: (B)(6) 2019 time:05:51am fasting, result 5 : 178mg/dl date: (B)(6) 2019 time:05:56am fasting.